Manufacturer narrative:
(B)(4) - the lot was manufactured from january 13, 2015 ¿ january 14, 2015.the device was received for evaluation. Visual inspection noted that the blue winged luer cap was separated from the distal luer. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported condition of an unspecified defect was verified as a separation of components. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was defective. This was identified during incoming inspection by the reporting facility. There was no patient involvement. No additional information is available.